Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the device was reported to be broken at 6cm from the exit-site. The PICC catheter, cut and positioned as a midline, showed problems during infusion, so it was removed and the operator reported that it was broken 6cm from the exit site. The device was fixed with a subcutaneous fixation system." No other information was provided.